Event description:
Reported by the complainant as follows: patient in shock. On high dose pressors. Fms inserted for diarrhea. Fms removed after rectal bleeding developed. Blood transfusion given. Colonoscopy performed. Reports rectal fissure.

Manufacturer narrative:
(B) (4)